Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial/ final report to relay additional information, regarding a device malfunction discovered during product investigation. Conclusion summary: on (B)(6) 2018, it was reported that the device had a battery failure. The customer returned an a.t.s. 3000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated a.t.s. 3000ts tourniquet serial number (B)(4) as documented in the vdoc service portal. Product review of the a.t.s. 3000 tourniquet by medicrea on august 3, 2018 revealed that the battery was out of service. The switch was in bad condition and there was a leak on the main port. Repair of the a.t.s. 3000 tourniquet was performed by medicrea on october 15, 2018 which included replacement of the battery and membrane I/o switch. A.t.s. 3000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the battery was out of service. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the battery was out of service. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that before surgery, the ats battery failed and would not charge. Investigation revealed that the switch was in bad condition and there was a leak on the main port. No adverse events were reported as a result of this malfunction